Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "does not infuse" was confirmed and reproduced during device evaluation. The cause of the reported problem was not identified because the customer refused the repair estimate of the device. Therefore, the device was returned unrepaired.

Event description:
The facility reported an infuso.r. Pump with the problem of, "beeping, does not infuse ". It is unknown when this condition occurred or in which department. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.